Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via merlin.net the device was found to be in backup vvi mode. The patient was a asymptomatic and brought into the clinic for further troubleshooting. A device code download was performed successfully.